Manufacturer narrative:
There was no patient involvement. Model number and serial number are unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacturer date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova (B)(4) initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
On august 16th, 2019, livanova (B)(4) received a user medwatch report (mw5088765) stating that a female patient had a mitral valve replacement on the (B)(6) 2015 and that a heater-cooler system 3t was used for the procedure. Following to that, the patient was found to be positive to a mycobacterium chimaera infection on 2017 and has been on treatment for this until 2018. In the medwatch report hospitalization and required intervention as event outcome are stated.